Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed, the monitor board was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Then the device would power up and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.